Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a downstream occlusion alarm. This event had the potential to be a false alarm. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of downstream occlusion alarm was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel a was replaced in order to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.09.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This information was incorrect in the initial medwatch.